Event description:
Surgeon reported, went to actuate the forceps and the tip detached from the handle and impacted the retina. The surgeon reported that it may take up to 60 days to determine the pt's outcome from this event. Add'l info has been requested. However, the customer has declined to return the questionnaires.

Manufacturer narrative:
No root cause was identified as there was no sample returned for evaluation. No similar report on lot. The DHR was reviewed and no complaint related variations were determined. The functioning of the bayonet connection is verified indirectly with the 100% final inspection because the function of the tip is checked by attaching it onto a handpiece and activating the tip.